Event description:
It was reported that the pt had experienced increased tightness. There were no signs or symptoms of withdrawal. A catheter revision was performed due to a confirmed catheter migration. The distal end of the catheter was replaced. The pump was used to deliver lioresal 2000mcg/ml at a daily rate of 435mcg. Following the catheter revision the pump was reprogrammed to 98.6mcg/day. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Other - catheter.